Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was found to exhibit noise on the shock channel. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Upon review, the egm showed noise on the shock channel and the rv lead exhibit pacing impedance measurements that were low within normal limits (wnl), high pacing thresholds and right ventricular automatic threshold (rvat) in suspension due to low out of range intrinsic amplitude measurements. The physician suspected cause to be due to a micro-dislodgement. Xray images were done, however the images were inconclusive. Subsequently, a revision procedure was performed, this rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The rv lead was retained by the hospital.